Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroxin binding globulin abnormal, multigravida, parity 3 and hypothyreosis. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced fatigue ("fatigue"), back pain ("back pain") and swelling ("swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("swelling on the upper abdomen"), alopecia ("hair loss"), paraesthesia ("tingling on the hands") and hypoaesthesia ("temporary numbness"). The patient was treated with surgery (essure device removal via laparoscopic on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal distension, alopecia, paraesthesia, hypoaesthesia, fatigue, back pain and swelling outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, back pain, fatigue, hypoaesthesia, paraesthesia, pelvic pain and swelling with essure. The reporter commented: essure sample attached. Essure removal was performed at the patient request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Date of sample received at quality unit 2021-01-25. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2021: the follow information was updated: date of birth, height, weight; medical history (thyroxin, hypothyreosis, gravida 6, parity 3); on product essure start and stop date; on event: fatigue, swelling. We received a sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("swelling on the upper abdomen"), alopecia ("hair loss"), paraesthesia ("tingling on the hands") and hypoaesthesia ("temporary numbness"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, alopecia, paraesthesia and hypoaesthesia outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, hypoaesthesia, paraesthesia and pelvic pain with essure. The reporter commented: essure sample attached. Date of sample received at quality unit 2021-01-25. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality-safety evaluation of ptc. We received a sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("swelling on the upper abdomen"), alopecia ("hair loss"), paraesthesia ("tingling on the hands") and hypoaesthesia ("temporary numbness"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, alopecia, paraesthesia and hypoaesthesia outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, hypoaesthesia, paraesthesia and pelvic pain with essure. The reporter commented: essure sample attached. We received a sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.